Event description:
It was reported that the right atrial lead had a lead warning, high impedance and a suspected fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that all conductors were distorted, all conductors were cut, the inner insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the inner insulation was breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that all conductors were distorted, all conductors were cut, the inner insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the inner insulation was breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched.